Event description:
It was reported that the pink slide did not move forward, after wearing the pod on the abdomen between 4 and 24 hours, indicating a failure of the needle mechanism. The blood glucose (bg) levels rose up to 340 mg/dl. A new pod was applied as treatment.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm or determined the needle mechanism failure reported. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Manufacturer narrative:
The device was received fully deployed. Download data showed the device ran for 1054 pulses with no timeouts or drive stalls and no alarms were generated that would indicate any struggle to deliver insulin. No damages or defects were observed that would result in a needle mechanism failure.